Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for her husband via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2015 with blood glucose of 500 mg/dl to 600 mg/dl. Customer stated that this morning the blood glucose was 42 mg/dl, and customer also stated that he has had high blood glucose as well. Patient's blood glucose at time of incident: 550 mg/dl. Patient's current blood glucose: 221 mg/dl. The patient experienced symptoms such as nausea, and really hot. The customer was treated with bolus. Customer reports they have contacted their healthcare provider regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer is not calling back to perform an high pressure test. Customer mentioned that he experience a high a year and a half ago, resulting a hospitalization. The insulin pump will not be returned for analysis.